Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, there was excessive pulse energy delivered during the detect and treat test. Upon investigation, components d25 and u20 were damaged on the defibrillator board. The cause of the damaged components is excessive current. The cause of the excessive current is a short at the q10 transistor on the defibrillator board. The root cause of the short at q10 cannot be positively identified. No adverse event resulted from the defective monitor. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing. The last patient to use this belt did not report any deficiencies